Manufacturer narrative:
Product event summary: the patient data files and the afapro28 balloon catheter with lot number 15309 were returned and analyzed. The patient files showed at least seven applications were performed with the afapro28 balloon catheter with lot number 15309 on the reported event date. The patient file showed system notice n-046 (the system has detected a compromised balloon) on application number seven. The case files showed at least three applications were performed with another afapo28 balloon catheter with lot number 13580 on the reported event date without any system notice or anomaly. In the fault file, the following fault messages were found on the reported event date: n-041 (the system has detected a lower than expected tank weight), n-184 (the system has detected a higher than expected pressure), n-046 (the system has detected a compromised balloon), and n-054 (the tank weight is low). No anomalies were identified during external visual inspection of the balloon, shaft, and handle segments. The catheter smart chip data was downloaded and reviewed. Data indicated the catheter was used for four applications on the reported event date. During functional testing, the console terminated the application and triggered system notice n-046 (the system has detected a compromised balloon). Pressure testing and inspection of subcomponents of the balloon, handle, and shaft segments was performed. During pressure testing of the balloon segment, an inner balloon breach was observed. Dissection of the balloon segment identified an inner balloon material fracture. During inspection of the shaft segment, a guide wire lumen kink/twist was observed 1.2 inches proximal to the catheter tip. Pressure testing did not identify any leakage from the kink. In conclusion, the balloon catheter failed the returned product inspection due to an inner balloon breach (a material/crack on the surface of the inner balloon) and a kink/twist observed on the guide wire lumen. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cryo ablation procedure, the shaft of the balloon catheter kinked after isolation of the left pulmonary veins and an unknown system notice was received regarding the balloon integrity. The balloon catheter was replaced to resolve the issues. The case was completed with cryo. No patient complications have been reported as a result of this event.